Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information .

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode underwent an elective procedure for mitral valve repair and left atrial appendage closure. During the procedure, the electrode became dislodged and was not repositioned following conclusion of the procedure. The system was deactivated and remains implanted. No adverse patient effects were reported.